Event description:
The manufacturer received information in relation to a dreamstation auto CPAP unit. The device was returned to third party service center. The service center reports the unit's power cord is not connected to a power source. During the evaluation of the device at the third-party service center, the device was visually inspected, and corrosion was found on metallic surfaces. The device was scrapped.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.